Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported they had symptoms of pain, swelling, and redness around the ins site and ended up getting it removed while traveling in germany due to infection. The symptoms around the ins had been going on for a couple to several months and would come and go several times. Patient stated the hcp's office said it was fine and there was nothing wrong with it. The patient reported they had discussed their concerns with managing hcp and they gave them the option to remove the device but did not want to re-implant and had no other treatment options for the patient. The date of removal in germany was july 24th. Asked for the name of the german physician but patient did not provide. The patient said the device itself was held by the hospital for pathology. They provided patient with pathology findings stating it was "clear" and there was no bacteria and the infection did not spread and was local. The patient said manufacturer did nothing but help them and they are struggling to void now. The device therapy was their last hope.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.